Event description:
It was reported by the affiliate that during an unknown procedure, the clips cut the vessels. There was a delay in care. Another like device was used to complete the procedure. There was no consequence to the patient. One device will be returned. (B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: what is meant by there was a "delay in care?" Was procedure delayed? Was delay minutes, an hour, or over an hour?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.